Event description:
Customer reported a past high blood glucose event with a level exceeding 501 mg/dl. Cause was not known. The customer performed a correction injection via multiple daily injections. Customer reverted to an alternate form of insulin therapy.